Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. Medical conditions: on an unknown date patient underwent essure confirmation test. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2019: plaintiff fact sheet received. Event injury nos was replaced with the new event medical device removal. Reporter's information was added. Case became incident. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('normal bleeding (vaginal)') and adnexal torsion ('ovary torsion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unknown date patient underwent essure confirmation test. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depoprovera) since 1994 to (B)(6) 2008. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced mood swings ("mood swings"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced adnexal torsion (seriousness criterion medically significant). On an unknown date, the patient experienced migraine ("migraines / headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)oophorectomy (one side removal of ovary). Essure was removed in 2016. At the time of the report, the vaginal haemorrhage, vulvovaginal pain, menorrhagia, mood swings, migraine, adnexal torsion, dysmenorrhoea, dyspareunia and weight increased had resolved. The reporter considered adnexal torsion, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood swings, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 260 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New events added: abnormal bleeding (vaginal), menorrhagia, mood swings, migraines / headaches, ovary torsion, dysmenorrhea, dyspareunia, vaginal pain, weight gain. Outcome of the events abnormal bleeding (vaginal), menorrhagia, mood swings, dysmenorrhea, vaginal pain, weight gain, migraines / headaches, ovary torsion. Previously added event medical device removal was removed. Concomitant drugs, lab data and reporters were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.